Event description:
The customer's mother reported via phone call that the customer was hospitalized for high blood glucose. Date of the customer's hospitalization was (B)(6) 2015. The customer's blood glucose was over 400 mg/dl at the time of admission. It was also reported the customer's blood glucose rose to 500 mg/dl at the time of incident, prompting the hospitalization. Customer's current blood glucose was 478 mg/dl. The customer was treated with manual injections for their blood glucose. It was also reported the customer was vomiting and had ketones from their blood glucose. The customer was still hospitalized at the time of the call. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.